Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Additional information was received that the patient did not have a revision as previously reported but a reprogramming by a bsn sales representative to cover a new pain area.